Event description:
It was reported that the ilet pump experienced bluetooth communication errors that disrupted cgm data acquisition, consistent with a failure to read input signal, and the issue was associated with the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a new or unknown interferent and could not exclude a device problem related to firmware leading to a failure to read the input signal. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.

Manufacturer narrative:
Initial.